Manufacturer narrative:
(B)(4)investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user tried to advance the zebd-6-10 over a pre-positioned wire guide but he felt resistance.he checked the device and found that the position of the side holes was different from usual.another zebd-6-10 was used instead.originator((B)(6) received the device and took some phtos.some damages were confirmed on the device and I asked the rep about the damage.according to the rep, the doctor mentioned the position of the side holes but did not mention the damages when the rep met the doctor, so the rep thinks the damage may have been made during use or the user overlooked the damage prior to use.there have been no adverse effects to the patient reported.for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? Zebd-6-10 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* boston's jagwire 0.035nch was the wire guide lubricated prior to use? Unknown was the device at the centre of the complaint inspected for damage prior to use? Unknown was the wire guide inspected for damage prior to use? Yes were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown if yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown if not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a were any other defects observed on the device prior to return (other than the reported complaint issue)? Was a straightener used to straighten the stent? Yes (if any damages were confirmed prior to use)was the package damaged? N/a for complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus jf-260v does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown was resistance encountered when advancing the wire guide to the target location? Unknown was resistance encountered when advancing the introduction system in place to the target location? Unknown how did the physician deal with this resistance? Unknown how did the physician determine the length of the stent to be used for the procedure? Unknown where was the stricture located in the duct? Unknown was the stricture dilated prior to placing the device? Unknown was resistance encountered when advancing the stent through the obstructed area? N/a after placement, was stent position verified? N/a if yes, please describe how. N/a please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a did any section of the device detach inside the endoscope or patient? No if yes, please specify what section of the device broke off: n/a please indicate whether the device broke in the endoscope or in the patient? N/a was the broken device retrieved? N/a if yes, please indicate what tools were used during retrieval. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. Unknown if yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Device evaluation: the zebd-6-10 device of lot number c1745256 involved in this complaint was returned to cirl for evaluation. With the information provided, a physical and a document-based investigation were conducted. "Upon review of the photograph, it was determined that the position of the portholes on the pigtail would pass our inspection and not be regarded as off-centre as all portholes are visibly in line and there is no porthole on off to the sides or back of the pigtails or obviously off centre. It should also be considered that the kink in the stent at the porthole alters the direction and alignment of the pigtail which can also make the porthole position appear off centre due to the bend that occurs at this point which can be seen in comparison to the pigtail on the other side which has no kinks and would also pass inspection for porthole position". Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2021. On evaluation of the device, 01 fracture was observed; ¿4th porthole on pigtail curl on tapered end¿. The evaluator also noted a ¿05 portholes as expected on both pigtails. A 0.035" w/g could not pass the fracture on the pigtail curl¿. Document review: prior to distribution all zebd-6-10 devices are subject to a visual inspection and functional checks to ensure device integrity. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-6-10 of lot number c1745256 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1745256. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed to high force being applied to the device as it was straightened. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.